Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer was reportedly wearing too much clothing, leading to the alarm. Her blood glucose level was 119 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump received with minor scratches on display window, cracked display window at bottom right corner, cracked case on display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.